Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a 11" (28 cm) smallbore quadfuse ext set w/4 microclave® clear, check valve, 2-0.2 micron filters, 4 clamps, luer lock where the customer reported that during the assessment on 0400h, the filter was noted to be sticky and wet on the gloves and on closer inspection, it was noted that the filter was leaking. There was unknown patient involvement, an unknown human harm.